Event description:
This is 1 of 2 reports for complaint (B)(4).

Event description:
During a hip fracture and dynamic hip screw procedure: on the back table during the process to connect the lag screw to the dhs insertion wrench, the operating room personnel was putting the coupling screw on the back of the wrench and in trying to connect into the lag screw, the threads on the end of the coupling screw broke off. The portion of the coupling screw that contains the thread, sheared off the shaft. All pieces were retrieved. No pieces were near the pt or operative field, all took place at the back of the table. The surgeon used a coupling screw from second set of dhs instruments that needed to be obtained from sterile processing department (spd) and flash sterilized for use in the procedure. Twenty to 25 minutes were added to the surgery. The surgeon completed the procedure, using the same lag screw (not complained) without further incident. No adverse event to the pt was noted. This is 1 of 2 reports.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012 device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Visual inspections noted the threaded tip of the returned coupling screw is broken off at the point where the m4 threads meet the shaft of the coupling screw. The surface at the fracture site is homogeneous and does not show any sign of material irregularities. The fracture spirals around such that it is at the base of the threads on one side and there is approximately 1/4 of a thread on the opposite side. The cap on the other end of the shaft has numerous dings and dents on the top. Debris exists in the cannulation. The returned device was manufactured in august 1996 and is over 16 years old. The breakage is most likely due to the coupling screw being bent causing a stress point at the base of the threads and the age of the part. The device history records was reviewed and there were no issues found during manufacture that would contribute to the complaint condition.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.